Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 70mm in diameter abdominal aortic aneurysm. It was reported that approximately 10 years later, an endoleak type iiia was noted. It was reported approximately 5 days later after an additional placement of stent graft extensions the type iiia endoeak was resolved. Both the site and the sponsor assessed that the event was related to the endurant ii bifurcate stent graft and not related to procedure. No additional clinical sequalae were reported and the patient is fine.